Manufacturer narrative:
The customer reloaded the software and the system was then found to be operating as intended.

Event description:
The customer reported that the software crashed and the system would not boot up. No pt injury was reported.